Manufacturer narrative:
H3: product analysis for 'pss unknown tool': evaluation confirmed the reported malfunction of the drill being stuck inside the attachment and not being possible to be removed. The likely cause of the failure is due to the drill bit which broke off and got stuck inside the attachment. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: mr8-at10, serial/lot #: (B)(6) , UDI#: (B)(4) h3: product analysis for 'mr8-at10' (serial number- (B)(6): evaluation determined that a part of the drive shaft was found to be worn. The likely cause of the failure could not be determined. It was also noted that the laser markings were partially faded. G3: aware date used as the date of analysis performed as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the drill was stuck inside the attachment and could not be removed after the use. At the time of report, there was no patient involvement.